Event description:
It was reported "4fs. Clinician couldn't screw a map or anything else luer lock on to it. Had to do an exchange with a 4fd." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an object blocking a luer orifice is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. What appears to be the distal tip of a slip-fit syringe was observed to be wedged within the luer hub of the catheter. A microscopic observation revealed plastic deformation at the break site of the syringe tip within the luer hub. The fracture surface was observed to be uneven and stepped, with some long, sweeping striations which suggest the syringe tip may have been broken off with a twisting motion. When and where the syringe tip broke off and became lodged into the luer hub of the catheter is unknown. Possible contribution factors include over-tightening of the slip-fit syringe, insertion or withdrawal of syringe at an angle, and/or forceful insertion of they slip-fit syringe. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refu0702 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "4fs. Clinician couldn't screw a map or anything else luer lock on to it. Had to do an exchange with a 4fd." No other information was provided.